Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011, for an unknown reason. The condyle kit was removed and replaced. The patient is scheduled to undergo a second revision procedure due to loosening of the hexalobular screw of the condyle kit. No further information has been provided.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011, for an unknown reason. The condyle kit was removed and replaced. Further, patient was again revised on (B)(6) 2012 due to a periprosthetic humeral fracture. All components were removed and replaced with a competitor's products.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01036 and 01038).

Manufacturer narrative:
Evaluation of dimensional layout found component to be within appropriate design specification. Loosening cannot be confirmed. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01036-1 and 01038-1).

Manufacturer narrative:
This follow-up report is being filed to relay a correction for the lot number and additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01036-2, 01038-2 & 02605).